Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that missing adhesive at forceps cover, missing adhesive at light guide cover, missing adhesive at probe unit, wide gap with probe unit and pinhole in adhesive of light guide lens was found. There was no patient involvement.

Manufacturer narrative:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that missing adhesive at forceps cover, missing adhesive at light guide cover, missing adhesive at probe unit, wide gap with probe unit and pinhole in adhesive of light guide lens was found. There was no patient involvement.